Event description:
It was reported that patient experienced ineffective therapy following long period of swimming. It was also reported that one of the patient's lead migrated. Diagnostics revealed high impedance on one lead. Reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein both leads were explanted and replaced and the ipg was repositioned [related manufacturer reference number: 1627487-2025-04200] to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.